Event description:
Customer reported the sys displays "checksum error" on boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and replaced a faulty sram card. Sys operates as intended.